Event description:
It was reported that during a procedure one nc sprinter coronary balloon catheter experienced balloon deflation difficulties. During the procedure, a coronary angiography showed severe coronary artery stenosis of 95% on the left main trunk and the middle-distal segments of the left anterior descending branch were stenotic by 80%-90% with no obvious calcification. The nc sprinter balloon catheter was used to dilate the stenosed segment. There were no difficulties noted during inflation of the device. A pressure of 10-12 atm was applied prior to the balloon burst. One inflation was performed prior to the deflation difficulties. The burst/leak occur on the first inflation. The device was not moved or repositioned while inflated. After balloon dilatation, the balloon could not be fully deflated and withdrawn. When the balloon was reinflated at the stenosis, it ruptured. After the balloon was pulled out of the body, it was found that the balloon¿s outer membrane was incomplete. An angiography was performed again and, based on the imaging, it was determined that the missing portion of the balloon¿s outer membrane was trapped at the site of vascular stenosis. It could not be retrieved with a snare, therefore another stent system was passed through the stenosis and deployed to compress the balloon membrane against the vessel wall, thus preventing future vascular occlusion. The rest of the procedure went smoothly, and the patient did not experience any significant discomfort. 80 ml of contrast was used. It was not difficult to remove the protective sheath/sylette. The device was inspected before use with no issues noted. Negative prep/purging was not performed on the device prior to use. Resistance was noted while advancing the device to the lesion. No excessive force was used. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: during the procedure, a coronary angiography showed severe coronary artery stenosis of 95% on the left main trunk and the middle-distal segments of the left anterior descending branch were stenotic by 80%-95% with severe tortuosity and calcification. Deflation difficulties were noted after the first inflation. It was later detailed that the rupture occurred when the balloon was reinflated on the left anterior descending. Negative prep/purging was performed on the device with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. No resistance was noted while advancing the device to the lesion. No excessive force was used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: after balloon dilatation, it was noted there was still a partial deployment of the balloon as the balloon could not be fully deflate d/shrunk and withdrawn normally. Difficulties were also encountered when removing the device from the patient's vasculature and resistance was encountered when withdrawing the device. Correction: the patient was admitted due to chest pain and shortness of breath for more than one month. The initial diagnosis was coronary heart disease after a prior percutaneous coronary intervention (pci) at another hospital. The patient was sent to the catheterization lab to undergo a pci. The device slow to deflate at the lesion site. Section d3 MFR name and address. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.